Event description:
It was reported that during a bph surgical procedure the visualization was poor due condition of the prostate. The physician chose to use an alternative procedure (turp) to complete the procedure. Patient outcome: "no complications". No injury reported.